Event description:
Amount cleared from pca at shift change was not congruent with the amount left in the syringe in the pca. The medication was somehow not being administered when the pca button was pressed, even though the pump was recording it as delivered. Verified that pca tubing was patent, not clamped and was hooked up correctly.